Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
This pertains to two of two speedband superview super 7 devices used during an unknown procedure performed on unknown date. It was reported that during the procedure, the first device did not allow irrigation, and the second device presented overlapped bands, resulting in a failure to deploy. There were no patient complications reported as a result of this event.